Event description:
It was reported that during the implant attempt, the physician stated that the left ventricular lead "did not track to the desired cardiac vein as well as others". The lead was implanted and remains in use. The patient is a participant in the attain stability quad clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: the lead was previously reported in error as it is an investigational lead. If information is provided in the future, a supplemental report will be issued.